Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin properly, and was not keeping customer's blood glucose (bg) values in range (bg value not provided). Pump data review by tandem technical support confirmed that the pump was functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to an alternate form of insulin therapy.